Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® with dcd® ex hex parallel walled implant 4 x 10mm (bnes410) and mount were returned for investigation. Visual evaluation of the as returned product identified signs of wear but no apparent signs of malfunction. There were no allegations against the reported mount. Therefore, the investigation was conducted only on the implant and the reported event. Device history review (DHR) review for the lot (2013070021) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013070021) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s title is not provided / unknown.

Event description:
Doctor reported implant fracture. The implant was removed.